Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on 02/02/2009 concurrently with tvh and one stitch placed in right corner of cuff due to pop, mesh exposure, and vaginal bleeding from vaginal cuff site. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2008 due to cystocele, rectocele, enterocele, uterine prolapse, and stress incontinence. On (B)(6) 2011, the patient underwent excision of the eroded anterior vaginal mesh and anterior colporrhaphy. The reason for explants is erosion of anterior vaginal mesh and cystourethrocele. It was reported that following insertion the patient experienced pain, erosion, infection, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.